Manufacturer narrative:
(B)(4). This report is being submitted late due to remediation efforts. Complaint sample was evaluated and the reported event was confirmed. The first two lead threads have been fractured from the hex bolt. Damage is too severe to apply thread gauges. Lateral strike marks are found on knurled portion of the handle. DHR review did not assist in determining a root cause. One or combination of the following factors may have contributed to the described condition: 1) device cannot withstand typical repetitive cleaning/sterilization cycles 2) loosening of bolt during impaction 3) excessive off-axis impaction/extraction or levering forces applied with insufficient thread engagement 4) improper use: used without adapter or with incorrect adapter 5) improper use: inadvertently dropped during use or cleaning 6) improper use: over tightening of the bolt. This is not an exhaustive list and no definitive cause can be identified. The straight cup inserter and this failure mode has been previously investigated. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the continuum straight inserter threads broke off into the continuum cluster cup while impacting. The surgeon removed most of the retained threads from the cup and decided to use it anyway since the closest replacement was over an hour away. Attempts have been made and additional information on the reported event is unavailable.